Event description:
The customer, a biomedical engineer, contacted physio-control to report that a pin had broken off of their hard-paddles assembly and become lodged in the device's therapy connector assembly. As a result, the charge button on the hard-paddles assembly would not respond when pressed, although the charge button on the device itself would allow the device to still charge and shock when prompted. The broken pin in the therapy connector assembly would prohibit another set of hard-paddles from being installed which could prevent defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). It was later confirmed by the customer, a biomedical engineer, that he replaced both the device's therapy connector as well as the hard-paddles assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.